Event description:
It was reported that there was an atrial lead warning for low and high impedance measurements. It was also reported that the ventricular lead had steady low impedance. Both the atrial and ventricular leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implantable pulse generator, product ID: kdr701vit, implanted: (B)(6) 2004; implantable pacing lead, product ID: 4965-35, implanted: (B)(6) 2004. (B)(4).